Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter plastic was broken at the point of infusion, rendering the system defective and requiring access to be withdrawn. The following information was provided by the initial reporter, translated from (B)(6) to english: "access is defective. Plastic is broken, where the infusion comes from. The system stops working, access must be drawn."

Manufacturer narrative:
Investigation: as no photo / sample was returned, a review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition. Therefore the root cause cannot be determined. Complaint will be reopened when sample is returned. No DHR conducted due to no lot#.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter plastic was broken at the point of infusion, rendering the system defective and requiring access to be withdrawn. The following information was provided by the initial reporter, translated from german to english: "access is defective. Plastic is broken, where the infusion comes from. The system stops working, access must be drawn."